Event description:
A malfunction was reported with a code displayed as "malf 12." The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, suggesting the level was within normal range. Technical support provided guidance on resetting the pump. After the reset, the malfunction did not recur, allowing the customer to continue using the pump. The customer was advised to contact technical support if the issue reappeared.